Manufacturer narrative:
Correction d4. Product evaluation did not confirm the failure mode. Reported problem not duplicated. Unable to determine root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Manufacturer narrative:
The investigation is ongoing.

Event description:
A user facility in the united kingdom reported that the phaco machine lost power while being used. The screen turned dark and lost vacuum. It was unreactive even with a hard shut down for a while. The facility had to wait a long time and managed to finally restart the machine. It took a long time before it was fully on.

Manufacturer narrative:
The evaluation was unable to reproduce the fault. The investigation is ongoing.